Event description:
Same case as MFR #2134265-2012-04744. It was reported that during a shunt percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and calcified left upper arm shunt. A 5x40mm non-bsc balloon catheter was used to predilate the target lesion. Then the physician advanced a 8.0x40mmx75cm mustang balloon to postdilate the lesion. The mustang balloon was inflated to 10atms and ruptured on the first inflation. The physician advanced a 8.0x60mmx80cm sterling balloon catheter to postdilate the lesion. The sterling balloon was inflated to 8atms and ruptured on the first inflation. The procedure was completed with 8x40mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Event description:
Same case as MFR#2134265-2012-04744. It was reported that during a shunt percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and calcified left upper arm shunt. A 5x40mm non-bsc balloon catheter was used to predilate the target lesion. Then the physician advanced a 8.0x40mmx75cm mustang balloon to post-dilate the lesion. The mustang balloon was inflated to 10atms and ruptured on the first inflation. The physician advanced a 8.0x60mmx80cm sterling balloon catheter to post-dilate the lesion. The sterling balloon was inflated to 8atms and ruptured on the first inflation. The procedure was completed with 8x40mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: visual and tactile examination of the returned device revealed the balloon material was fully deflated. There were no anomalies noted on the shaft of the device. When attempting to inflate the balloon to its rated burst pressure a pinhole leak was identified approximately 32mm proximal to the distal tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).